Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised due to high metal ions levels in her blood.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 14 jul 2017: medical records received. Pfs alleges pain, burning and limp. After review of the medical records for the MDR reportability, patient was revised to address metal ion toxicity, with elevated cobalt level associated trochanteric bursitis/pseudotumor. Revision notes stated that there was greater trochanteric bursitis with sterile-appearing fluid and associated pseudotumor. There was no evidence of staining of the tissues with any metallosis. It was also stated that there was discoloration over the trunnion. Laboratory results for cobalt were above 7ppb. This complaint was updated on aug 4, 2017.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.